Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The dentist reported that, 3 years and 4 months after the dental implant was installed in patient¿s mouth, its loss of osseointegration was observed. 45 ncm of primary stability was achieved and the implant was immediately loaded. The patient presented bone type iii.